Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 266 (mg/dl) over the last 3-4 months. Customer would calibrate the pump and deliver boluses to treat bg levels. Reportedly, customer has a future appointment with their health care provider to discuss diabetes management.